Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the device was returned and analyzed. The returned device indicated a loose/detached set screw. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the physician attempted to tighten the set screw, however the set screw would not engage. The physician commented that the set screw felt to be misaligned in the grommet and could not be re-aligned. The device was removed and replaced. No patient complications have been reported as a result of this event.